Event description:
It was reported that the procedure was to treat a lesion in the first diagonal(1st) coronary artery with moderate tortuosity. Pre-dilatation was performed with a 2.0 balloon catheter. Then a 2.25 x 8mm xience skypoint stent delivery system(sds) was advanced to the target lesion; however the stent could not cross the target lesion due to anatomical challenges. The sds was removed from the patient and resistance was noted during removal due to the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. The target lesion was treated with another xience skypoint stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. During removal continued resistance with the anatomy was felt causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.